Event description:
Subsequent to the previously filed report: procedure description has been corrected: to remove the clip, the knot was pulled, and the clip was removed from the patient.

Manufacturer narrative:
All available information was investigated, and the reported knotted and jammed lock line were confirmed via device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the cause of the reported knotted lock line was unable to be determined. The observed jammed lock line was a result of the reported knotted lock line. There is no indication of a product quality issue with respect to manufacture, design, or labeling. H6: medical device problem code: removed code 4012.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. A mitraclip xt was inserted and placed on the mitral valve. However, while attempting to deploy the clip, while attempting to remove the lock line at 20cm, resistance was encountered. To remove the lock line, the knot was pulled, and the clip was removed from the patient. One clip was then implanted, reducing the mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.